Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was found unconscious in bed by her aide. The aide notified the patient¿s husband and son. Emergency member services was called. The patient¿s cgm was reading 135 mg/dl, and the bg meter was reading 26 mg/dl. The patient was wearing a tandem insulin pump. The patient could not recall what treatment or medication ems provided her to raise her bg level. The patient¿s ¿medical devices¿ were also ¿changed¿. At an unspecified time later, the patient regained consciousness and her cgm was reading 200 mg/dl. No bg meter comparison was taken at that time. The patient was then treated with novolog insulin. There was no documentation that the patient was taken to the ER. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.